Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during initial drain on the homechoice (hc). Cg reported home patient (hp) was not connected when alarm occurred, but he connected when he heard the alarm. Technical service representative (tsr) explained alarm and had cg cycle power 2 times to clear. Tsr then explained that cg will need to start over with new supplies, and call registered nurse (rn) within 24 hours to let her know what happened. Proper procedures per the manual were reviewed with cg. No patient injury or medical intervention was reported at the time of the report.

Manufacturer narrative:
(B)(4).